Manufacturer narrative:
Vyaire medical file identification: (B)(6). The customer reported that they will not return the defective part/unit for evaluation. Therefore, no root cause could be determined. However, parts were ordered to resolve the issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that when the vela ventilator was powered on, the device alarmed vent inop (venilator inoperable), motor fault, low pip (peak inspiratory pressure), high pip (peak inspiratory pressure), and transducer fault. The customer confirmed that there was no patient involvement associated with the reported event.